Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode due to a discrepant integrated circuit. The product code could not be downloaded. After replacing the integrated circuit, normal function ensued.